Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the cutter was unable to open and close at the beginning of the procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient. The product sample was retained no additional information is expected.

Manufacturer narrative:
According to the device history record review, the product was released based on the product¿s acceptance criteria. One opened probe was received for evaluation. A visual evaluation found the sample nonconforming as the cutter was in the closed-port position and there was a yellow/thick sticky substance on the port. A functional evaluation was performed and determined probe nonconforming because the cutter does not fully close. The probe was disassembled and the components inspected. The extension and inner cutter had pulled out of the coupling. The root cause for the failure was due to a cutter-coupling adhesive failure. Further investigation for improvements was performed to ensure sufficient adhesive application and prevent the potential for component separation. (B)(4).